Manufacturer narrative:
Failure to sense.

Event description:
It was reported that a patient presented with no capture and no sensing issue due to fracture on the atrial and ventricular leads. During the elective device replacement, the leads were replaced. The physician had difficulty withdrawing the atrial lead. The lead was broken. The patient experienced a small pericardial effusion. The procedure, otherwise, went well. The patient was stable post procedure.